Event description:
The customer stated that paramedics were called to revive her after she experienced extreme low blood glucose levels and had to pull over to the side of the freeway. The reported blood glucose reading was 47 mg/dl. The customer also stated that the insulin pump had alarmed battery out limit, and the buttons were not responding. Troubleshooting was performed, but resting the insulin pump without a battery did not resolve the issue with the buttons being unresponsive. The customer was instructed to discontinue use of the insulin pump and revert to manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.